Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 45 mg/dl, current 130 mg/dl and 70 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was over delivering because customer kept going low and not giving no insulin. Customer was treated with glucose tablet. Customer was neither in emergency room, nor admitted into hospital. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).